Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that a flipped pump had been confirmed via an anteroposterior (ap) image. It was unknown if there was a suture/securing issue. It was stated that the patient would have surgery to correct the flipped pump that was initially implanted in (B)(6) 2016. It was stated that they were sending the patient back to the implanting healthcare provider (hcp) to have it surgically un-flipped. There were no symptoms reported. The event date was stated as (B)(6) 2017. The patient¿s weight was unknown. There were no further complications reported.